Event description:
It was reported that just prior to a device changeout for normal battery depletion, while the device was interrogated it was noted that there was questionable atrial capture, poor sensing, and diminished p-waves. Atrial lead dislodgement was verified under fluoroscopy. A review of the clinic's records showed high atrial threshold since implant. During implant attempt of the replacement lead, adequate atrial activity could not be found, and the physician felt this was due to patient anatomy, with no complaints regarding lead performance. The atrial attempt was abandoned and the device programmed to vvir. A few weeks later, the patient was admitted with dyspnea and congestive heart failure exacerbation. The atrial lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Competitor implantable tachy lead, (B)(6) 2008.